Event description:
During a pneumonectomy the tl30 was used for the first firing across a somewhat calcified bronchus. When the device was released it was found that several staples were malformed and still in the stapler versus in the tissue. They completed the procedure by oversewing the bronchus with no consequence to the pt to date.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional results, no conclusion be reached as to what may have caused the reported incident. The instrument when fired with a reload cartridge fired and formed the staples as designed. The staple heights and staples formation were measured and found to be conforming with respect to manufacturing requirements. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.